Event description:
It was reported that the customer received a button error alarm. The customer stated that she removed the battery and placed a battery back in, and, afterwards, none of the buttons were working. The customer's blood glucose was 144 mg/dl. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad trace. No button error alarm noted during testing. Insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.